Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion in the middle portion of a tortuous lad artery, the maverick2 monorail balloon was suspected to have ruptured at 8 atm's on the initial inflation. It is noted that a radial approach was used and that resistance was met upon insertion and with removal of the maverick2 monorail balloon. The pt was asymptomatic during this event. A 6f telmo introducer sheath, a 0.014in bmw guidewire, a 6f mach1 fl3.5 curve guide catheter and a seaman inflation device were also used in this case. The maverick2 monorail balloon was discarded by the facility. Another maverick2 monorail catheter was used to complete the procedure. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No additional info is available.